Event description:
Reportedly, during last follow-up, the physician observed absence of telemetry and magnet response and no pacing activity on ECG. During penultimate follow-up ((B)(6) 2014), the behaviour was normal with 3.33 kohm battery impedance and 96bpm magnet rate. The device was replaced and will be returned for analysis. Preliminary analysis of the returned device revealed that there was a short circuit due to metal migration on the cofired substrate caused by a specific manufacturing process. This explains the observed behavior.

Event description:
Reportedly, during last follow-up, the physician observed absence of telemetry and magnet response and no pacing activity on ECG. During penultimate follow-up ((B)(6) 2014), the behaviour was normal with 3.33 kohm battery impedance and 96bpm magnet rate. The device was replaced and will be returned for analysis. Preliminary analysis of the returned device revealed that there was a short circuit due to metal migration on the confirmed substrate caused by a specific manufacturing process. This explains the observed behavior.